Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tibial impactor head fractured during a total knee replacement. No pieces fell into the patient. No patient impact.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified signs repeated use (nicked/gouged) and the device is found to be fractured. Not all pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The device has a potential field age of over 9 years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.